Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix will not extend due to distal conductor distortion within the connector from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the third positioning attempt of the right atrial (ra) lead, it was noted that the helix was protruding more than at the start of the implant procedure. It was further reported that the ra lead exhibited high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.